Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The 100% occluded and thrombosed target lesion was located in the left anterior descending (lad) artery. The lesion was pre-dilated and the 2.5x38mm promus element stent was advanced however was unable to cross the lesion. Upon device removal it was noted that the stent was damaged. The procedure was completed with different device. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).